Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including powering the device on with both the power supply and battery; inspecting the power supply for damage; disassembling, inspecting and cleaning the kit; verifying the correct battery installation and count; and verifying correct breast shield fit. A replacement pump was sent to the customer. In follow up with the customer on 11/29/2017, the customer indicated that she saw a nurse practioner and was prescribed antibiotics. She stated that the mastitis began on (B)(6) 2017 and has since resolved. She also stated that she had two sessions of ultrasound therapy, conducted by a physiotherapist to help with inflammation and clogged ducts, which was helpful. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. ¿mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela (B)(4) that the suction on her freestyle breast pump was low. She indicated that when she single pumps, the suction is effective enough to remove the milk, but not while double pumping. She alleged that she had mastitis and it is crucial for her to pump between nursing sessions.